Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly. The customer's blood glucose level was impacted (326 mg/dl). The customer took a correction via manual injection. The customer plugged the pump into a power source and the pump turned on again. During troubleshooting with tandem technical support, pump data revealed low power alerts and a low power alarm that were not addressed by charging the device and the pump subsequently shut down due to insufficient battery power.